Event description:
The patient's implant site was eroding. The physician removed the eroded area and closed the patient's wound.

Manufacturer narrative:
Product remains implanted and will not be returned for evaluation. This is the final report.